Event description:
It was reported to philips that the wired footswitch was not working. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary procedure was performed by the customer when the issue occurred and the procedure was completed by pressing the footswitch for few times. The philips field service engineer (fse) inspected the system on site and confirmed that wireless footswitch was not working intermittently with cine. Upon troubleshooting fse found that footswitch handle was loose. To resolve the issue, fse replaced wired footswitch. The defective wired footswitch was returned to philips for analysis and found the wired footswitch cable was cut, the anti-slip feature was absent, and the control 2 test failed when the cable was bent at the point of the cut. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.